Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, episodes of non sustained right ventricular oversensing caused by post paced t wave oversensing was observed on an electrogram. Programming changes were made and the patient was stable.